Manufacturer narrative:
(B)(4). PMA/510k # ¿ exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to a flexible ureteroscopy, to retrieve a stone fragment in the kidney, it was necessary to use force so as to close the basket of the ngage nitinol stone extractor. The device was not used on the patient as this was discovered prior to patient contact. There was no reported adverse event related to this event. The customer stated they will not be returning the product.

Manufacturer narrative:
Investigation ¿ evaluation. The product was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A documentation review of complaint history, the device history record, and device specifications was conducted. A review of the device history record found there were no non-conformances associated with the complaint device lot number. A search of complaint history records revealed this complaint is the only one associated with the complaint device lot number 7142082. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record could not be reviewed as the lot number of the device was not available. In addition, a complaint history review was not able to be performed for the complaint device lot. All devices are 100% inspected for functionality and integrity before packaging. The instructions for use (IFU) contains a caution to not use excessive force to manipulate the device, or damage to the device may occur. Based on the provided information and the investigation evaluation a root cause for the reported issue could not be determined. Measures have been initiated to address the reported failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.